Manufacturer narrative:
The monitor and electrode belt have not yet been returned for evaluation. There is no download data available surrounding the death. The device flag data from the last download ((B)(6) 2020) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. There were no deficiencies alleged. There is no indication at this time that the lifevest caused or contributed to the patient's passing. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had passed away on (B)(6) 2020. The patient's wife reported that the patient was not wearing the lifevest due to the patient developing sores on his back under the rear therapy electrodes of the lifevest while in the hospital. The patient's wife stated that the sores were not healing, so the hospital removed the lifevest. It was reported that the hospital treated the sores with medication, but the sores did not heal. The patient passed away in a rehab facility after being transferred from the hospital. It was reported that the patient's lifevest did not go with them to the rehab facility, and remained at the hospital after it was removed. Reporting this event out of an abundance of caution, as the patient was not wearing the lifevest at the time of passing due to the skin irritation.